Manufacturer narrative:
Date of event: estimated. The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number was not provided. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined in this complaint. The reported recurrent mitral regurgitation (mr) and dyspnea are due to slda. The reported patient effects of dyspnea and mr are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2018, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with an unknown grade. One clip was successfully implanted reducing mr. On an unknown date, the patient returned to the hospital due to shortness of breath. Echocardiography was performed and showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2020, a second mitraclip procedure was performed to stabilize the slda. One clip was successfully implanted, reducing mr to a grade of 2. No additional information was provided.